Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. Based on the calibration and qc data, a general reagent issue could be excluded. The investigation found that the root cause of the event was consistent with pre-analytical handling issues. No product problem was identified.

Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided was within specification. It was found that the basic wash and nacl on the analyzer were expired. The alarm trace showed many abnormal sample aspiration alarms. The investigation is ongoing.

Event description:
There was an allegation of questionable lactate dehydrogenase acc. Ifcc ver.2 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 344 u/l. The doctor questioned the high result which prompted the customer to repeat the sample. The repeat result was 263 u/l. The customer also repeated the sample on another analyzer and the result confirmed the first repeat result. The exact result was not provided.